Event description:
It was reported that intermittent undersensing was observed. As a result, nonsustained lead noise episodes occurred. Reprogramming the device was recommended to change the sense/pace vector. The device remains implanted and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.